Event description:
Caller reported that the flange came off the tube during pt use. Customer reported it was observed that the flange pins are breaking off and the tube popped out of the pt's stoma. Caller states they could not find the pins so as a precaution they used a bronchoscopy on the pt to ensure the pin was not in pt's trachea or lung. The caller confirmed that decannulation and recannulation of a replacement tube was performed.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.